Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that this device exhibited premature battery depletion. On one device check visit, it showed 1 year remaining, 2 days later showed elective replacement indicator, three months later showed end of life as a battery status on this pacemaker dependant patient. A device explant procedure is scheduled in the near future and the device will be returned for analysis. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that this device exhibited premature battery depletion. On one device check visit it showed 1 year remaining, 2 days later showed elective replacement indicator, three months later showed end of life as a battery status on this pacemaker dependant patient. A device explant procedure is scheduled in the near future and the device will be returned for analysis. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a hex dump was performed and data noted that there were no hardware resets. Currently the device is in bin current 1. The pulse generator (pg) paced and sensed normally at the returned eol-vvi parameters with a magnet rate of 85ppm. It was noted that end of life (eol) was cleared and the pg paced and sensed normally with a magnet rate of 100ppm. The pg was programmed to temp 6.5 volts 0.4ms in both chambers and the atrial pacing output measured 6.23 volts and the ventricular measured 6.22 volts. Forced lead impedance measurements were performed with 500-ohm loads and normal values were noted. As received printouts noted the previous battery status was dated (B)(6) 2010 and was eol. Eol was set on (B)(6) 2010. The last program date was (B)(6) 2010 according to the hex dump, data noted that the sum of the hybrid current, atrial pacing current and ventricle pacing current are bin currents. Total current 21.888 a. Atrial pacing current 7.488 a and ventricle pacing current 5.184 a. Higher bin currents will cause the device to declare ert sooner then device in bin current zero. Field parameters were such that the device could toggle between bin 0 and bin 1. Longevity calculations using settings that match the currents and programmed parameters in device memory and bin current noted that this device meets longevity using the ultra calculator.